Manufacturer narrative:
The device and non-boston scientific rv lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and non-boston scientific right ventricular (rv) lead presented for a follow-up to program off the minute ventilation (mv) sensor. Upon interrogation, it was noted a lead safety switch (lss) had occurred on the rv lead due to one high, out-of-range pacing impedance measurement of greater than 2,000 ohms. Further testing of the rv lead found normal, stable pacing impedances. The rv lead was programmed back to bipolar sensing and unipolar pacing. There were many nonsustained ventricular tachycardia (vt) episodes stored since the lss had triggered. The episodes appeared to be atrial fibrillation (af) with rapid ventricular response, but some noise and oversensing was observed, likely due to the unipolar sensing. There was no asystole to the patient. Patient maneuvers and pocket manipulation were performed but no noise could be created when sensing in bipolar. Sensitivity was adjusted to mitigate the noise. Device data was submitted to technical services for review, which confirmed the reported observations. No adverse patient effects were reported.